Event description:
The dome portion was detached from the catheter during the traction removal for replacement. It occurred 42 days after placement. The dome portion was removed by an endoscope.

Manufacturer narrative:
The complaint of catheter breakage is confirmed, user-related. The jagged, granular veneer, tensile weakness at the distal end of the gastrostomy tubing and the elongated and stretched steel wire are traits indicative of a tensile strength break. The break in the tubing is a result of excessive force that was used while removing the device. The complaint device had been in place for approx 42 days prior to the complaint incident. Gross visual and microscopic examinations, and tactual testing shows no evidence of a defect or deformity related to the mfg process. No other complications with this device are known. This implies the device functioned as designed until the complaint incident occurred. The product instructions for use (IFU) provides a narrative and illustrative description for removal of the fast trac device. This appears to be a user technique issue.